Event description:
Patient reported rupture. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later reported right side implant bleeding diagnosed with ultrasound. Device has been explanted and replaced with non-allergan product.

Event description:
Patient reported gel bleed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: gel bleed: not observed. Additional observations: red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.